Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the haptic was tore during insertion. The lens was removed and there was no patient incident reported.

Manufacturer narrative:
Visual inspection of the returned product showed that a piece of the optic and a haptic had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector fand cartridge were not returned for evaluation.